Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was deployed without difficulty in a pt's right groin. Approx 20 mins following removal of the tension spring, the pt's pedal pulse was noted to be absent in her procedure leg. A 1000u bolus of heparin was administered without return of pulses. An angiogram revealed an occlusion of the common femoral artery. A vascular consult was done, and the pt was taken to surgery where a dissection that extended up into the level of the cfa was identified. The occlusion was observed to be distal to the puncture site. A endarterectomy and patch angioplasty were performed with flow restored. As of 05/14/1998 there has been no further report of complication of pt sequelae made to the MFR.